Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement of the lead the competitor guidewire became stuck in the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed and analysis was performed and no anomalies were found. Guidewire insertion test result was passed by back-loading from distal end through out of the is-1 of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.